Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet, despite attempting to charge with multiple wall adapters. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 167 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source for 30 minutes. The customer continued to use the pump for insulin therapy.